Manufacturer narrative:
Follow-up #1: date of submission 12/08/2014.device evaluation: the device has been returned and evaluated by product analysis on 11/18/2014 with the following findings: the complaint could not be duplicated. A review of the pump¿s black box data revealed eaw 052 and eaw 054 errors. The battery cap was not returned with the pump, and a test cap was used to complete the investigation. The pump was exercised for 24 hours with no power interruptions or duplicated alarms. The pump was opened and no evidence of moisture or loose components was observed inside the pump. Unrelated to the initial complaint, the display screen was dim and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. The reporter alleged that the cs 052 call service alarm occurred three times in 30 days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.